Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: d011802); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire ab (sab) that had resistance during delivery in a rebar 18 microcatheter. It was reported that the patient was undergoing a thrombectomy procedure which is off-label use for the sab. The devices were prepared as indicated in the instructions for use (IFU). The stent was able to be pushed out of the sheath. While advancing the sab through the proximal segment of the microcatheter, resistance was felt. When the sab was withdrawn, the stent to delivery wire connection point was found visibly bent. The sab was replaced with another manufacturer's device to complete the procedure successfully. No patient information was reported.